Event description:
Allegation received that the head of bed would not go up.

Manufacturer narrative:
Technician found the bed in maintenance storage area. Head of bed would not go up as the CPR valve was not working properly. Replaced the CPR valve to resolve this issue.